Manufacturer narrative:
(B)(4). Pump received with missing o-ring (reservoir tube) and broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the o-ring had come off. Customer stated that the reservoir was able to lock in place when inserted in the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.